Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Logs show temperature of device cpu high. An epc fan and a new inspiration block was sent to the customer. After replacement, the customer reported that calibration did not pass, so a life block and instructions for mushroom sensor check were sent as well. A complete calibration was performed and issue was resolved.

Event description:
The customer reported that the cpu temperature high alarmed triggered on this unit. As of this time, no information about patient involvement in this reported event.